Event description:
The manufacturer received information alleging a user of a dreamstation 2 advanced auto CPAP device passed away last year. The patient's spouse is requesting information on what to do with the patient's unused devices. The cause of death was not provided. There was no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a user of a dreamstation 2 advanced auto CPAP device passed away last year. The patient's spouse is requesting information on what to do with the patient's unused devices. The cause of death was not provided. There was no allegation that the device contributed to the death. No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.